Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed everything out, but did not know how to receive the rest of her insulin. Customer was advised that once the delivery stops, the remaining amount was not delivered and would have to be programmed. Customer declined troubleshooting. Customer's blood glucose level was 262 mg/dl. No further assistance required.